Event description:
It was reported that the spinal cord stimulation (scs) patient developed an infection at the midline incision. The physician assessed that the infection was not device related and that the patient had done a lot of gardening and was sweating a lot after their initial implant. The patient underwent an explant procedure of the scs system. The explanted devices were not returned for analysis as they were disposed of by the physician. It was also noted that the patient had been scheduled to have another scs system implanted.

Manufacturer narrative:
Additional suspect medical device component(s) involved in the event: brand name: infinion cx; upn: m365sc2317700; model: sc-2317-70; serial: (B)(4); batch: 7075637. Brand name: infinion cx; upn: m365sc2317700; model: sc-2317-70; serial: (B)(4); batch: 7076211. Brand name: clik x; upn: m365sc43180; model: sc-4318; serial: null; batch: 28547365. Brand name: clik x; upn: m365sc43180; model: sc-4318; serial: null; batch: 28547365.